Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and mesh, pinnacle pelvic floor repair kit and advantage fit system were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with a hysterectomy. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal of prosthetic vaginal graft and removal of revision of synthetic mesh sling on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00505. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystoscopy due to symptomatic cystocele, symptomatic rectocele, uterine prolapse, poor rectovaginal fascia, poor pubocervical fascia, cystourethrocele and stress urinary incontinence. The patient underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, implant of a boston scientific advantage fit sling, and excision of mesh on (B)(6) 2010 due to uterine prolapse, stress urinary incontinence and insufficient sexual desire.